Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the physician started to use the device and the blade did not rotate. At that time, the cable was swung. When the surgeon grasped the trigger several times, he heard abnormal sound like plastic breaking. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Drive cable wrap-up/torque. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate, and the drive cable kept twisting during the evaluation.